Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom of "door latch bad" is likely referring to a "door not fully latched" alarm. The evaluation confirmed (through the history log) but did not reproduce the door not fully latched alarm. Evaluation identified a severed motor mount screw that was lodged in-between the motor gears causing a system error 107 alarm. It is likely that the said severed screw was lodged in the link at one time preventing proper door function resulting in the door not fully latched alarm. The motor mount screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a bad door latch. It was also reported that there was no patient involvement.